Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts, a cracked battery compartment, and a display failure. This report is made based on results of investigation completed on 11/04/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was observed to be peeling at the ok button. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. A crack was found along the pump battery compartment. The display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Unrelated to the issues, the bolus button cover had a hole in it. The bolus button was responsive to user presses.